Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragms were stuck to the top of the housing. The flow sensors were replaced.

Event description:
The hospital reported the unit failed the preoperative testing. There was no report of patient involvement.